Event description:
It was reported to philips that the x-ray tubes could not be operated, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing diagnosis for electro-physiology procedure. The procedure was completed as planned by restarting the system. The philips remote service engineer (rse) checked the system remotely and confirmed that system's table has locked up, x-ray tubes could not be operated, which could impact imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system log remotely and found that fdcsib unit was defective and caused all control modules not to be available. The rse requested onsite support and instruction to replace the fdcsib (flat detector controller system interface board) unit. To resolve the issue, the philips field service engineer (fse) went onsite and replaced the fdcsib unit and performed all functional tests. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If geometry movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to expose error which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.